Manufacturer narrative:
(B)(4). The actual device was not returned; however, a video was shared by the customer confirming a pin hole type leak from the distal end of the arterial extension line. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the extent and degree of damage on the extension line could not be verified to determine the cause. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during initial insertion, leakage was observed from the junction hub of the chronic hemodialysis catheter while the catheter was being flushed." There was no report of any patient injury, harm or health consequences. The catheter was removed and a new catheter was inserted. The patient's current condition was reported as "good".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during initial insertion, leakage was observed from the junction hub of the chronic hemodialysis catheter while the catheter was being flushed." There was no report of any patient injury, harm or health consequences. The catheter was removed and a new catheter was inserted. The patient's current condition was reported as "good".